Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced ketones and high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the battery cap may have been put on too tight causing the customer to have difficulty changing the battery on the device. The customer was informed that a new battery cap will be shipped to them. The customer did not return the product back for analysis.